Manufacturer narrative:
The customer inquired a third-party service to replace the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a loud continuous alarm and malfunctioned: showing air/oxygen mixing fault and inaccurate oxygen flow monitoring. The device was in use on a patient at the time of the reported issue. There was no harm to the patient or user. The ventilator was replaced, and the head nurse and department director were notified.